Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report replaces report # 2531779-2015-39070. The report is not being considered a late submission as this report was originally submitted on 10/29/2015 and is being resubmitted per request from FDA on 11/30/2015.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump was slow in alerting when insulin was low. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.